Manufacturer narrative:
Report date: 09apr2019. Manufacture date: 05mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to replace the touchscreen, the customer reported replacing and calibrating the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's touchscreen did not work. There was no patient involvement. Event date not specified; estimate used.